Event description:
Complaint description: bd pen needle. Needle blocked. Note: date sanofi received complaint: 27.11.2023. Date sanofi received the sample: 14.12.2023. Pir: (B)(4).

Manufacturer narrative:
H3 other text : device not available.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.